Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen would not switch between the numeric and alphabetic keypad. There was no reported impact to customer's blood glucose level. Contact declined to perform troubleshooting with tandem technical support.